Event description:
It was reported that at approximately 280,888 joules while using the surgical fiber during a prostate procedure, the system began to go into stand-by mode every 30 seconds. Time expended: 55:05 minutes.the case was completed using an alternate procedure (turp).patient outcome: "no consequences for the patient" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.